Event description:
It was reported that the pump battery could not be charged, and the pump was warm to the touch despite being in room-temperature conditions. A replacement pump was sent to resolve the issue. There was no reported adverse impact to the customer's blood glucose level. It was also reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and tandem-provided wall power adapter. Replacement supplies were sent to the customer to resolve the issue.